Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. On (B)(6) 2009: the patient had unspecified injuries related to a defect in the flat mesh, and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the flat mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. On (B)(6) 2009: the patient had unspecified injuries related to a defect in the flat mesh and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the flat mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿a huge hernia sac was dissected and excised. A bard flat mesh was placed and sutured.¿ on (B)(6) 2009 - patient was diagnosed with infected mesh thereby underwent partial removal of mesh and vac placement. Per operative notes, ¿abscess cavity was noted with some necrotic tissue. The part of the mesh had separated from the fascia was resected; all other mesh cephalad was completely incorporated into the tissues. The wound was irrigated and vac placed.¿ attorney alleges that the patient had infection, mesh migration (mesh was not incorporated), necrotic tissue, vac placement, numbness and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 6 months post implant of bard fla mesh, patient was diagnosed with infection, abscess, inflammation, necrosis and migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, inflammation and migration as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Updated fields: a2, b4, b5, b6, b7, d4, (product catalog no, corporate lot no, UDI no.), d.6b (date of explant), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.